Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent lysis of transvaginal tape band and diagnostic and operative laparoscopy with right salpingectomy on (B)(6) 2012 due to urinary incontinence and pelvic pain. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure concurrently with endometrial ablation, d&c on (B)(6) 2010 due to sui, menorrhagia, chronic pelvic pain and mesh was implanted into the patient. It was reported that during surgery patient had bladder perforation complication.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.